Event description:
It was reported that a patient presented to the emergency room due to multiple shocks for ventricular tachycardia. Device interrogation revealed that an episode was not appropriately binned by the implantable cardioverter defibrillator (ICD) and withheld a shock. Programming changes were performed to resolve this issue. The device will continue to be monitored. The patient condition was stable.